Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown helical blade, quantity 2. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
It was reported that on two separate occasions the surgeon had difficulties with the locking mechanism of the helical blade. The surgeon felt the locking mechanism was too far down. The surgeon took x-rays and backed out the locking mechanism to resolve the issue. There was no extended operative time due to these events. This report is for unknown helical blades. This report is 1 of 1 for complaint (B)(4).